Manufacturer narrative:
Updated sections: d9, h3, annex codes: b, c, d device evaluation: intuitive surgical, inc. Received the monopolar curved scissor instrument for failure analysis and was able to confirm and replicate the customer-reported issue that the blades are blunt. The instrument was placed on an in-house system, and a cut test was performed. The scissors did not cut cleanly through the latex test material, and the latex got snagged at the scissor tips. The blade edges are not indented or chipped. The cutting edges of the blades are worn at the tips, likely causing the cut test failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection, the monopolar curved scissors (mcs) instrument tore tissue instead of cutting it due to blunt blades. The procedure was completed robotically. The severity of the torn tissue and whether the patient required further medical interventions remain unknown. Additional information has been requested; however, no response has been received.